Manufacturer narrative:
(B)(4). Batch # r94p3g. Investigation summary: the device was returned with no apparent damage. The device was connected to a gen11. During functional testing on the generator, although the device did activate, there was no audible feedback sound from the instrument when the clamp arm was fully closed. There were no alert screens displayed at any time during the analysis of the device. The instrument was disassembled to inspect internal components and the closure indicator was bent and not making contact with the moving trigger. No conclusion could be reached as to what caused this issue. A manufacturing record evaluation was performed for the finished device batch number and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure, an unknown error was displayed frequently during use. Then, ¿replace instrument¿ was displayed. The blade tip was not broken off and no pieces fell into the patient. Another device was used to complete the case. There were no adverse consequences to the patient.